Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received ad (B)(6) 2021 primary operative notes (B)(6) 2017 indicate the patient received a right total knee replacement due to end stage osteoarthritis with varus deformity. The patella was resurfaced, and depuy cement was utilized x2. The surgery was completed without indication of complication by the surgeon. On an unk date the tibial insert was revised along with an irrigation and debridement due to infection and patient was placed on long term IV antibiotics. (Product info for new insert not provided). Revision operative notes (B)(6) 2020 indicate the patient received a right total knee revision due to pain, swelling and chronic periprosthetic joint infection. Upon entering the joint, hypertrophic synovium and scar tissue was encountered and removed. The tibial, femoral and patella components were grossly loose at the cement to bone interface. All implants removed and antibiotic spacer placed. The surgery was completed without indication of complication by the surgeon. Doi: unknown (tibial insert) doi: (B)(6) 2017 (femoral, tibial base, patella and cement) dor: (B)(6) 2020 right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.